Event description:
During a ptca treatment procedure, the maverick xl balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a minimally tortuous proximal right coronary artery. The maverick xl balloon was removed and replaced with another maverick xl 20/4.5 mm balloon to succesfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.